Event description:
A user facility reported that a vitrectomy was performed on a patient during cataract surgery and intraocular lens(iol) implant. The relationship of this event to the iol is not known.